Manufacturer narrative:
The failure described in the section b5, "...went to level the table but rather than level it tilted further..." Was resolved by adjusting the micro switches on the head end of the table to manufacture specification. Based on the information received from investigation, there were no records of service or preventative maintenance found for this device. Despite the verbiage in the owner's manual section 5.3 " a preventative maintenance (pm) check on this product is required at least once every year. If the device is excessively or abusively used, the manual rotation locking mechanism and foot-end locking mechanism should be regularly checked to ensure the 95 ft-lb torque is maintained", no history of preventative maintenance was found. An on-site training is scheduled to discuss and revisit the proper use, maintenance and servicing of the product.

Event description:
It was reported that during a case a patient almost dropped off the table. The hospital staff went to level the table but rather than level it tilted further. The staff caught the patient. No patient injury occured.

Event description:
It was reported that during a case a patient almost dropped off the table. The hospital staff went to level the table but rather than level it tilted further. The staff caught the patient. No patient injury occured.